Event description:
It was reported that after a gastric bypass procedure, they found a post-operative bleeding. When they performed a new surgery, and looked into the patient, they seen that the staples had not formed at all and it was only one row of staples. All of the other staples were loose, which did not hold the ventricle together at all. It looked as if there were not any functional staples on the whole row. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: I had a meeting with the surgeon today and asked more questions regarding this complaint. It was not because of a bleeding that they had to do a re-operation. It was because of a leakage. The date of surgery was (B)(6) and the reoperation was done at (B)(6). He told that the patient was a highly obese patient, with bmi (B)(6) and it was a difficult surgery during the whole procedure. She was bleeding during the whole case and it might be other patient factors that influenced this case. The patient is still at the hospital but is recovering now and will be released from the hospital soon. They could see a swelling from the jejuno-jejunostomy even from the beginning that might had been the reason for the result of the procedure. So it is one thing that the staples were loose at the pouch-side but the whole case of this patient is not only because of the staples but the patient profile and the obesity. So the conclusion of the surgeon is that it is more patient related than instrument related. The following information was requested, but unavailable: what color cartridges were used in the original procedure? Which firing did issue occur? Was there only one row of staples formed or was staple line missing a row or staples? How did the staple line look in the original procedure? Was the device difficult to fire? Was buttressing material used? Was device fired with the anvil up? Was a leak test performed? How was the leak detected? Are photos or video available? What is the current patient status?